Manufacturer narrative:
Preliminary analysis of the returned device showed it operated as specified.

Event description:
Reportedly, several arrhythmia episodes were recorded in device memories that showed oversensing due to a probable lead failure. In some episodes, oversensing could be found in both channels at the same time. The leads (non-sorin) were implanted in 2006 with the subclavian puncture method. In (B)(6) 2015, the subject device was implanted and connected to the same leads. The patient is pacemaker dependent because of full av-block, with no ventricular escape rhythm. The recorded events were reproducible in both channels by moving the patient's arm. Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided on (B)(6) 2016 (to evaluate the benefit of device and lead(s) replacement). The pacemaker and ventricular lead (non-sorin) were reportedly explanted on (B)(6) 2016. The subject pacemaker was returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, several arrhythmia episodes were recorded in device memories that showed oversensing due to a probable lead failure. In some episodes, oversensing could be found in both channels at the same time. The leads (non-sorin) were implanted in 2006 with the subclavian puncture method. In (B)(6) 2015, the subject device was implanted and connected to the same leads. The patient is pacemaker dependent because of full av-block, with no ventricular escape rhythm. The recorded events were reproducible in both channels by moving the patient's arm. Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided on (B)(6) 2016 (to evaluate the benefit of device and lead(s) replacement). The pacemaker and ventricular lead (non-sorin) were reportedly explanted on (B)(6) 2016. The subject pacemaker was returned for analysis.

Event description:
Reportedly, several arrhythmia episodes were recorded in device memories that showed oversensing due to a probable lead failure. In some episodes, oversensing could be found in both channels at the same time. The leads (non-sorin) were implanted in 2006 with the subclavian puncture method. In (B)(6) 2015, the subject device was implanted and connected to the same leads. The patient is pacemaker dependent because of full av-block, with no ventricular escape rhythm. The recorded events were reproducible in both channels by moving the patient's arm. Preliminary analysis confirmed the reported behavior. Patient care recommendations have been provided on 30 november 2016 (to evaluate the benefit of device and lead(s) replacement). The pacemaker and ventricular lead (non-sorin) were reportedly explanted on (B)(6) 2016. The subject pacemaker was returned for analysis.